Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer states that the pt contacted baxter on (B)(6) 2014 regarding an unrelated issue and a report of infected while in the hospital. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2014 in order to obtain additional information regarding the home pt (hp) report of infection. The pdrn reported that the infection was a tunnel and exit site infection around the pd catheter. The pdrn stated that the hp did not have a peritonitis event. The catheter was manufactured by covidien. The hp was treated with vancomycin and the pd catheter was removed. The hp has recovered from the event.